Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving check electrode belt messages. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (check electrode belt messages) was confirmed. Upon investigation, the monitor's electrode belt connector was broken free from the monitor case and the black pulse wire was broken. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the damaged monitor connector. The pt received a replacement monitor.